Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the patient contacted animas to report a high blood glucose (bg) excursion. The patient reported that she woke up with a bg in the 500 mg/dl range. The patient stated she had some nausea with the high bg. In response to the high bg, the patient claimed she changed her site twice and then later gave 10 units via syringe. The patient reported that at noon her bg was 468pm and at 4pm it was back up to 508 mg/dl. At the time of troubleshooting, the patient confirmed the pump was set to the correct date and time and all advanced settings were programmed as desired. The patient denied any issues with site or set. It was noted that there were no associated alarms in pump alarm history. The patient confirmed her bolus history was correct and basal settings and basal tdd (total daily delivery) matched. At the time of the call, the patient informed customer support that she had changed her site on the afternoon of (B)(6) 2012; however, review of prime history revealed that the tubing was not primed the day prior as the patient claimed. The patient informed customer support that she did prime the tubing and confirmed seeing insulin come out of tubing. After reviewing the pump, customer support informed the patient there were no issues related to insulin delivery found with the pump. This complaint is being reported based on the indication that the patient developed signs/symptoms suggestive of hyperglycemia and insulin pump use could not be ruled out as a cause or contributor to the high bg event.

Manufacturer narrative:
Follow-up #1 date of submission 03/25/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the alarm history and black box show no errors or alarms related to the complaint; only typical usage was observed. The daily insulin delivery totals were reviewed and correctly reflect the users programmed basal rates showing the pump was delivering accurately up until the last date used by the patient. The pump was tested on a 29 hour flow test; the pump passed the required test and was found to be delivering within specifications. A force sensor calibration test showed the pump is not detecting the correct force. The force sensor resistance was found to be in specifications. Investigators, were unable to duplicate the complaint during the investigation. There was no defect found.